Event description:
It was reported that a spectrum iq pump alarmed system error 221 and alarmed downstream occlusion. The problem occurred during delivery ((medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the customer reported problem of "system error 221" was unable to be reproduced. A review of the event history log did not reveal the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction required. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the downstream occlusion error was unable to be reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.